Event description:
It was reported that on (B)(6) 2011, the patient was hospitalized with unstable angina and acute coronary syndrome. On (B)(6) 2011, during a moderately calcified, 99% stenosed proximal left anterior artery stenting procedure, with a xience stent, the patient experienced chest pain. EKG showed t wave inversion and the troponin level was elevated. The event was diagnosed as a myocardial infarction. No treatment was given and the event resolved on (B)(6) 2011 without adverse sequela. On (B)(6) 2011, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and myocardial infarction (mi) are listed in the xience v instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the hospitalization appears to be related to the operational context of the procedure.